Manufacturer narrative:
The graft was not received for evaluation. The graft remains implanted in the patient since (B)(6) 2025, with no concerns to date. Without additional information, a root cause cannot be conclusively determined. Possible root cause may be sutures were tied to loosely, or the graft was tunneled without a sheath. Product batch met the requirements for all in-process testing including sterility. All grafts are pressure tested with full traceability to verify graft integrity and undergo 100% visual inspection pre-release. Graft (B)(6) was pressure tested to 150mm hg ± 10 mm hg and 240mm hg ± 5mm hg and maintained that pressure with no leaks for at least one minute, confirming that the sutures were in place at the time of testing per batch record. It is highly unlikely that a graft was released with no tributaries tied off. This is the first incident where a hospital notified us that a graft was received with no tributary ties. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.

Event description:
Dr. (B)(6) was using artegraft and said it was received without any of the branches tied off. He did it himself and had no complaints but wanted to make me aware that he tied them all off for a successful procedure. Dr. (B)(6) was using artegraft and said it was received without any of the branches tied off. He did it himself and had no complaints but wanted to make me aware that he tied them all off for a successful procedure.